Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issue was confirmed. This device was received sealed, post-market, auto-claved in the pouch. The distal tip appeared unused. The proximal handle was intact with the proximal cap on. There was a break in the fiber jacket. The location of the break was difficult to determine since the fiber could not be removed without opening the sealed package, but the break was not near either extreme of the fiber body. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported on behalf of the customer, the 150 micron teflon single-use fiber failed upon installation. When the customer pulled the fiber out of protective package, the fiber was broken. The issue was detected during preparation for use for a ureteroscopy with stone removal. The intended procedure was completed with another 150 micron teflon single-use fiber with no surgical delay. No patient injury was reported. No other device was involved in the event and no other device was replaced.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause for the fiber damage has been determined to be caused by mis-handling of the device when un-coiling the fiber during unpackaging, during transit to the customer, or during the packaging of the device. Olympus will continue to monitor field performance for this device.